Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. The device was sent for upstream occlusion testing, and the device passed.a review of the event history log revealed multiple 'upstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor requires calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.